Event description:
According to the reporter, during a laparo appendectomy procedure, for the first firing the nurse connected the reload to the adapter and checked the jaws opening/closing. The surgeon inserted the device to the cavity and pushed the blue button to clamp the tissue, however could not close the jaws fully. Replaced by new reload and the clamping and the firing were completed with no problem. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.